Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that during use of the cassette, the pump exhibited a "no disposable, clamp tubing" alarm. It was reported that the residual volume was 36.8, the rate was 0.6 and 63.25 was given. No adverse patient effects were reported. Per reporter no additional information is available.